Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states the tube feeding was leaking down the tubing. The leak appeared from the bottom of the screw in connector, not from where the bag was spiked. There was no harm to the patient.